Event description:
Event was reported to caldera medical by an atty. The patient has suffered abdominal pain, dyspareunia, stress urinary incontinence, urinary frequency, and painful intercourse. No further info has been provided.